Manufacturer narrative:
Unit power up properly after battery installation. Unit received with operating currents within specification. Unit passed selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Unit passed the delivery accuracy test. No over delivery anomalies noted. Unit received with low blood glucose alert functioning properly. Unit received with minor scratches on case, cracked retainer and minor scratches on lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they experienced low blood glucose from (B)(6) 2017 with blood glucose in the 40 to 60 mg/dl range at the time of the incidents. The customer was at 170 mg/dl at the time of the call. The customer also had a high on (B)(6) 2017 of 350 mg/dl after a meal. The customer states they get low readings but the pump does not suspend. The customer is using the pump in auto mode. The customer was wearing the insulin pump during the incident. Troubleshooting was completed and the customer thinks the pump over delivered. The insulin pump will be returned for analysis.